Manufacturer narrative:
Retainer = black. Customer returned insulin pump for an alleged software error detected and cracked select button on the keypad found on (B)(6) 2021. The insulin pump passed the self test and the displacement test. Successfully downloaded the trace/history files using thus. No unexpected software error detected noted during testing however, the downloaded history files confirmed software error detected (line number 3540 file number 26) on (B)(6) 2021 at 11:17 due to a software error. A test p-cap does lock into place inside the reservoir compartment properly. The insulin pump was cut open for a visual inspection. No damage or moisture damage on the electronic assembly (electrical board), the motor, and force sensor. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case, cracked select button keypad overlay, and pillowing keypad overlay. Cosmetic damage on the keypad overlay (crack) and software error detected are confirmed. Software error detected is due to a software error. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that they experienced low blood glucose level. Customer's blood glucose value was 3 mmol/l. Customer stated that the insulin pump had software error detected alarm and they also noticed that there was a crack on the select-button. Customer stated the insulin pump had neither been bumped nor dropped. Customer was able to clear the alarm. Customer was able to complete pump rewind. The customer was assisted with troubleshooting. The customer was performed self-test and it was passed. The device will be returned for analysis.